Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malpositioned coil") in a 39 year-old female patient who had essure inserted (lot no. C59246) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2, gravida ii, migraine, asthma, tendinitis, cystic acne, dysmenorrhea, bipolar disorder, cervical cancer, shoulder pain, acne, pelvic pain, parity 2 and gravida ii. Previously administered products included: penicillin nos for allergies and depo-provera, amitriptyline, abilify and cetirizine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2066 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus right salpingo-oophorectomy). The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted : insertion date. As per argus (B)(6) 2016 as per mr (B)(6) 2015 discrepancy noted : removal date as per argus (B)(6) 2021. As per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: incomplete left uterine tube occlusion, new since 2016. Essure device remains in place, suggesting mild migration, stretching, or other mechanical failure of the sterilization device. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event - "medical device removal updated to device dislocation " reporters information, lot number , medical history and lab data were added. Insertion removal date and event onset date updated, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal/malpositioned coil") in a 39 year-old female patient who had essure inserted (lot no. C59246) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2, gravida ii, migraine, asthma, tendinitis, cystic acne, dysmenorrhea, bipolar disorder, cervical cancer, shoulder pain, acne, pelvic pain, parity 2 and gravida ii. Previously administered products included: penicillin nos for allergies and , amitriptyline, abilify and cetirizine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2066 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus right salpingo-oophorectomy). The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2016; as per mr: (B)(6) 2015. Discrepancy noted: removal date: as per argus: (B)(6) 2021; as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: incomplete left uterine tube occlusion, new since 2016. Essure device remains in place, suggesting mild migration, stretching, or other mechanical failure of the sterilization device. Lot number: c59246. Manufacture date: 2014:05. Expiration date: 2017-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.